Event description:
It was reported that the patient had a lot of pain in the leg. It was noted that the patient¿s stimulator was burning ¿at the site¿.

Manufacturer narrative:
Product ID 3987a, lot# n174771, implanted: 2009 (B)(6); product type lead product ID 3987a, lot# n183268, implanted: 2009 (B)(6); product type lead product ID 37083-20, serial#(B)(4), implanted: 2009 (B)(6); product type extension product ID 37083-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient (B)(4).